Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kimberly-clark product is defective or caused serious injury. The device was not returned by customer.

Event description:
Kimberly-clark received a report from the (B)(6) stating that the gastrostomy tube was being replaced with a (B)(4) device in an elderly patient. The replacement tube was lubricated and an amplatz wire was used to assist with guidance insertion. The tube was advanced over the wire with difficultly. While attempting to remove the wire it became stuck. The patient felt cold wet liquid leaking around her waist and the wire snapped. The wire punctured the inner lumen of the feeding tube and the feeding tube port end part. The remaining wire was removed along with the tube and the procedure was repeated using a stiffer lubricated wire which allowed a smoother insertion for the replacement (B)(4).